Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient wanted to increase the stimulation because they were having quite a bit of leakage during the night since 5 days before the report, and they thought they were having a spasm in their bladder. Syncing with the programmer showed stimulation was on. The patient was on program 2 at 1.5v and they increased to 2.0v where they could feel it in the bike seat area. The patient was redirected to their healthcare provider if the problem did not resolve. No further complications were reported.